Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at below nominal pressure, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the hypotube. There was blood and contrast in the inflation lumen and balloon. The balloon was folded loosely. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected 2mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon burst.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at below nominal pressure, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported.